Manufacturer narrative:
Device evaluation- five used samples were returned for evaluation. One of the returned devices was given functional testing; this showed the used sample leaked at the filter air vent area. The issue was determined to have occurred due to a manufacturing issue. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: bonding operation and visual inspection. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The production personnel performs a 100% visual inspection for this device type to confirm proper tube engagement and tube backout. If bonding delamination beyond 0.187 inches is detected, the devices are discarded. In addition the quality personnel takes a sample of fifteen units every 2 hours for further visual inspection. In response to an earlier similar complaint a corrective action investigation has been initiated by the manufacturer.

Event description:
It was reported that the device was found to leak at the filter area. No known adverse effects to patient.